Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information/comment received regarding a non-(B)(6) product. It was noted that for this study, "reintervention" in the gastric electrical stimulation (ges) cohort was defined as an additional procedure required due to unexpected or adverse outcomes, including device malfunction, pain, or complications necessitating generator repositioning, or other corrective surgeries. Battery replacement procedures were included as reinterventions when associated with the recurrence of clinical symptoms due to battery depletion. 1. It was reported that there were 10 cases of recurrence of clinical symptoms due to battery depletion in 5 to 11 years after the primary procedure. 2. It was reported that there was one intraoperative complication of hemorrhage. 3. Three patients at 30 day postoperative follow up had surgical site infection. 4. Three patients at 30 day postoperative follow up had bleeding. 5. One patient at 30 day postoperative follow up had a urinary tract infection. 6. One patient at 30 day postoperative follow up had pneumonia. 7. 16 patients, at one year follow up had a need for additional reintervention. 8. It was reported that at one year follow up, a common reintervention was patients had pain at the stimulator site. 9. It was reported that at one year, another common reintervention was patients had persistent or worsening of symptoms. 10. It was reported that atone year, another common reintervention was patients had device malfunctions requiring corrective surgery. 11. 89 patients at latest follow up had recurrence that included symptom return, lack of initial improvement, or reintervention. 12. 23 patients reported never having experienced any post-operative improvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).